Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported death / expired appears to be due to the pulmonary edema and unchanged mr. The reported pulmonary edema, and the reported mitral valve insufficiency/ regurgitation (unchanged mr), appear to be due to the papillary head instability. The reported unspecified tissue injury associated with the papillary head prolapse was due to the difficulty in removing the clip from anatomy. The reported difficult to remove (anatomy) associated with the clip becoming entangled in chordae after unintentionally grasping the papillary head was due to procedural circumstances (clip interacting with patient pathology/ morphology). The reported patient effects of death, mitral regurgitation, pulmonary edema, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿the patient presented with severe mr grade 4 associated with a ruptured papillary muscle; the report did not provide details to determine the cause of the ruptured papillary muscle. A mitral teer procedure was planned as a ¿last ditch effort to save the patient's life¿ as per report provided. An ntw clip with cds was introduced in to the left atrium through the sgc. However, the clip could not be opened in the la. Thus, it was removed and a second ntw clip was passed in the to la and opened successfully. The clip was advanced in to the lv and the operator unintentionally grasped the ruptured papillary muscle. After being release, the clip became entangled in the chords but was able to be dislodged. After freeing the clip, it was now noted that the papillary muscle was now prolapsing in to the left atrium-from the report, I cannot determine if the papillary muscle was prolapsing back and forth from the la to the lv or was now persistently in the la. There was associated worsening of mr and the patient developed pulmonary edema. The clip was deployed, however, there was persistent severe mr. The operator decided not to pursue further attempts at placing additional clips. The patient had ECMO catheters placed, however, expired later the same day. The device was not a direct cause of the pulmonary edema or death; both of these events were due to a ruptured papillary muscle which preceded the mitraclip procedure. The mitraclip procedure was attempted heroically as a ¿last ditch effort to save the patient¿s life¿. The initial clip would not open and was removed; it is unlikely that this clip caused any direct harm. Chordal injury during the procedure from the second clip caused further instability of the papillary muscle and worsening mr which caused, as cascading effects, worsening pulmonary edema and eventual death."

Event description:
Subsequent to the initially filed report, additional information was received stating the papillary head was unintentionally grasped while attempting to grasp the leaflets.

Event description:
This is filed to report death. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, small left atrium (la), and ruptured papillary head. It was noted by the physician that the patient was in poor health and the mitraclip procedure was a last ditch effort to save the patient's life. An ntw clip (20826r1005) was inserted, but while in the la the clip would not open. Therefore, the clip was removed and an additional ntw clip (21108r2031) was inserted and grasping was performed. It was noted the papillary head was purposely grasped inside the clip. While grasping, the clip became caught in chordae. The clip was able to be removed from the chordae, but it was observed the papillary head was now in the la, causing the patient developed a pulmonary edema. The clip was deployed, but mr remained at a grade of 4. The physician then decided to discontinued the procedure. The patient was then placed on extracorporeal membrane oxygenation (ECMO). Later that day, the patient passed away due to the pulmonary edema. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.